Event description:
It was reported that his implantable cardioverter defibrillator (ICD) emitted beeping tones due to high out of range shock impedance measurements. This device is expected to be evaluated further at the next follow up appointment and remains in service. No adverse patient effects were reported.